Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2022-00847. This complaint will be closed as duplicate.

Event description:
It has been reported to philips that the device would not boot up. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.